Manufacturer narrative:
Follow-up #1 09/29/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed several manual suspends occurred between (B)(6) 2015; on (B)(6) 2014, there was one suspend for 2 hours and 34 minutes beginning at 06:56 and then the pump was suspended again at 13:41 and was not resumed until the following morning at 11:54. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for a blood glucose over 33.3 mmol/l with rapid heart rate, chest pain, rapid breathing, confusion, ringing in the ears, "feeling like she was walking through mud". The patient was reportedly treated with intravenous insulin and fluids. The reporter alleged that the pump did not appear to be delivering appropriately. Customer support walked the patient through reviewing the pump and confirmed that the pump settings were programmed correctly, the basal history correctly reflected the programmed basal rates, the bolus history showed boluses as programmed, the basal and bolus totals were correctly reflected in the total daily dose, and a test air bolus delivered correctly and recorded into the pump history. This report is made based on the allegation that the patient experienced hyperglycemia associated with inaccurate delivery of insulin.